Event description:
The account stated that the cell-dyn 3200 analyzer has generated a low hgb result of 7.93 g/dl. The sample was not retested for verification. The patient was transfused based on the result. After the transfusion, the sample was tested and the hgb result was 15.4 g/dl. The account suspects the hgb result of 7.93 g/dl is incorrect and states that the patient was inappropriately transfused. The account also stated that the amount of original sample left in the tube is insufficient for additional testing. There is no further information on the patient diagnosis.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Correction, there is an error in the initial MDR, a retest hct result of 17.3 % is incorrect. The correct retest hct result is 47.3%. In 2008, a regional medical center reported an incorrect hemoglobin (hgb) result generated on one patient sample with the cell-dyn 3200 instrument. The customer called and stated that the hgb flow cell (fc) had been cleaned and that the output was 4.95 (specification of 5.0-5.2). The customer also noticed a leaking syringe; however, did not specify which syringe. The customer technical advocate (cta) suggested adjusting the output, but the customer requested a field service visit for issue resolution. The customer stated that a low hgb results was reported on a patient that was transfused based on the reported result. Initial sample was not repeated. Quality control (qc) was within range and no other patient results were questioned. The customer stated that results were 4.91 m/ul for rbc, 7.93 g/dl for hgb, and 46.1% for hct. The specimen was a venipuncture and was not lipemic. The customer stated that the patient received 2 units of blood. The results after the transfusion were 5.05 m/ul for rbc, 15.4 g/dl for hgb, and 47.3% for hct. The customer suspected initial hgb result and stated that the patient may have been inappropriately transfused. The cta requested fax instrument reports to review. The cta received 5 pages of fax containing initial and post transfusion instrument reports with stained smear evaluation. The cta updated event date based on faxed reports and initial patient results generated on the day before. After reviewing the data, the cta discussed the fax results with the customer and the customer agreed that the patient should not have been transfused without repeating specimen and verifying the results. Cta asked the customer to check the hgb voltage. The hgb voltage was 4.79 (specification of 5.0-5.2). Based on the hgb results and the hgb voltage being out of range, the cta recommended service to verify instrument operation. Customer was currently up and running with qc within acceptance criteria. No qc data was provided. The cta recommended to clean the hgb flow cell and to call back to evaluate hgb voltage. On original date, during the field service representative (fsr) visit, the sample syringe was replaced at the customers request after instrument performance verification. The hgb voltage value result was 4.91, which was within specification of 5.0 +/- 0.2. The precision verification was run and result was hgb=0.3% (specification of less than or equal to 1.0% cv), all other parameters were within specifications, and the instrument was performing as specified. The customer issue was resolved; no further investigation was required. The cell-dyn 3200 system operators manual, service and maintenance, nonscheduled maintenance frequency, indicates that cleaning of the hgb flow cell should be performed when it is suspected of causing elevated hgb results or hgb imprecision. Section 9, service and maintenance, syringe replacement, page 9-55, indicates that a syringe should be replaced when there is evidence of leaking or it is suspected of being a source of imprecision. Section 10, troubleshooting and diagnostics, pages 10-23 through 10-27, provides troubleshooting instructions for identifying, isolating and correcting data related issues. A review of the abbott reports did not indicate any adverse trend for the cell-dyn 3200, for the reported complaint issue. Based on the investigation, no product issue was identified for the cell-dyn 3200 for incorrect hgb results on patient samples. This is the final report.